Event description:
It was reported that this right ventricular (rv) lead exhibited 3000 exceeded impedance ohms due to lead dislodgement which was confirmed post implant on the same day. This rv lead was surgically repositioned using a stylet and remains in service. No additional adverse patient effects were reported.